Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d4 (#UDI). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before procedure when the device was checked, vh-1111 endoscope (7mm) defective. The procedure was completed with a new one. The customer ordered three new devices. No procedural delay. No patient damage/effect.